Event description:
Hamilton medical ag received the following description: quotation from the reporter: "the blower madule is not energizing during post and the mr1 keeps alarming saying the blower is not functioning." No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the blower is "not energizing during post and the mr1 keeps alarming saying the blower is not functioning". No patient was involved. Additional information received from the partner suggests that the blower motor may have been damaged due to proximity to the MRI magnet, causing the motor to seize and subsequently fail the self-test, triggering alarms that the blower was not connected or not operational. To address the issue, the blower module (msp161151) was sent to the end customer. The manufacturer has not received any further information or response after three requests for additional information if replacing it resolved the issue. As no additional information was provided, the case is considered closed